Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) on (B)(6) 2023, at 5:00 pm, this iabp unit serial number: (B)(4) shutdown unintentionally during use on the patient. This iabp unit was re-booted approximately a few minutes after the shutdown and worked normally. This iabp unit was continued to use on the patient. On (B)(6) 2023, sometime between 8:00 am and 8:30 am, this iabp unit was replaced to another one by the physician¿s judgement iabp therapy was continued with the second iabp.

Manufacturer narrative:
Updated fields: b4, d1, d9, e2, e3, g2, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Corrected fields: b5, h6 (health effect ¿ clinical code, health effect ¿ impact codes). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse conducted a long-term running test but the problem did not recur, the logs were checked and it was found that there was data indicating communication error between the main unit and the monitor. For the issue from the log, the executive processor board and video generator board was replaced as a precaution. It was confirmed that something that looked like blood was attached, so it was decided to repair it along with the shutdown incident. Regarding blood back issue reported, pneumatic interface module was replaced. The long-term run test was conducted , but the issue did not reoccur, hence, confirmed there were no problems through operation inspection. The equipment is in good condition.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) on (B)(6) 2023, at 5:00 pm, this iabp unit (serial number: (B)(6)) shutdown unintentionally during use on the patient. This iabp unit was re-booted approximately a few minutes after the shutdown and worked normally. This iabp unit was continued to use on the patient. On (B)(6) 2023, sometime between 8:00 am and 8:30 am, this iabp unit was replaced to another one by the physician¿s judgement iabp therapy was continued with the second iabp. There were no adverse consequences to the patient reported.